Event description:
Per the clinic, the patient experienced a granulation tissue around the abutment. Subsequently, the patient was placed under general anesthesia on (B)(6) 2026; in order to remove the abutment and replaced during the same surgery.